Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A physician reported that a surgeon noted a scratch, smudge, or deposit on the intraocular lens (iol) possibly caused by the cartridge. The iol was explanted. Additional information has been requested.